Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported by the patient¿s wife that at 10:30 am, the patient's cgm repeatedly showed low readings of approximately 40 mg/dl. Believing her husband was severely hypoglycemic, she gave him juice, honey, and food throughout the day, but the readings did not improve. The wife stated that the patient felt normal, had no symptoms of hypoglycemia, and resisted further carbohydrates (carbs) because he did not feel they were needed. After about six hours of persistent low readings despite corrective measures, she took him to the emergency room (ER). At the ER, staff attempted to perform fingerstick blood glucose (bg fs) test but could not obtain a reading due to extremely high glucose levels. A subsequent blood test showed a bg of 687¿mg/dl, revealing a discrepancy from the cgm reading (unspecified value). His wife expressed concern that relying on the false cgm lows caused her to give excessive carbs. The patient was treated with IV fluids and IV insulin and was hospitalized for approximately two days for glucose monitoring. She also described a more recent incident where the cgm was also reading lower than the bg fs. Following the hospitalization, she now verifies abnormal cgm readings with a glucometer. During this event, the patient additionally received heart medication in the ER for his pre-existing chronic heart condition. She reported that her husband has underlying heart failure and had a heart attack back in (B)(6) 2025, which contributed to his weakness and limited mobility. He uses a walker and has low blood pressure, monitored twice daily. She reiterated that the decision to go to the ER was based on the cgm readings, not symptoms from his pre-existing heart condition and the hospitalization is related to the cgm inaccuracy. At the time of the report, he was doing well and only had weakness and limited mobility due to his heart condition. It was also noted that there was no indication that the cgm values were ¿jumpy¿ or ¿fluctuating¿ during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.